Event description:
It was reported that patient had surgery for an implantable pulse generator (ipg) replacement. It was reported that the surgery ¿went well¿, however afterwards there were high impedances ¿on one side¿. It was reported that due to the high impedances the patient was unable to return therapy to where it was before the replacement. It was reported that one week after the battery replacement the patient had a revision surgery to determine the cause of the high impedances. It was reported that ¿everything was connected well¿ however there was blood on the electrode contacts in the sockets. It was noted that after ¿cleaning everything carefully¿ everything was reconnected and the impedances were fine. It was noted that the patient regained therapy.

Manufacturer narrative:
(B)(4).